Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an im nailing of the right hip procedure on (B)(6) 2020, the cannulated stepped drill bit malfunctioned due to surgeon error. It was mentioned that while inserting the guide wire, the surgeon bent the guide wire and when the drill bit was inserted, it was pushed against the nail. The drill bit could not advance and it broke the tip off. The surgeon replaced the guide wire with a straight guide wire. There were fragments generated from the broken device and the small pieces were not removed. The procedure was successfully completed with the use of another drill bit. There was no surgical delay reported. Patient status was reported as good. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1). This report is for 1 3.2mm guide wire 400mm. This is report 2 of 2 for (B)(4).